Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. Returned product consisted of a rebel sds with stent. There was contrast in the inflation lumen and blood in the guidewire lumen. There were numerous kinks throughout the hypotube. The balloon was tightly folded with the stent secure. Microscopic examination revealed that at the distal end of the stent, there were two rows of struts that were flared and bent. The guide catheter used in the procedure was not returned for analysis. A 6f mach1 guide catheter was used for functional testing. Functional testing was attempted by loading the rebel catheter through the mach1 guide catheter; however, there was some resistance with the rebel catheter due to the stent damage. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. After preparing the patient on the surgical table, a 16 x 4.50 rebel stent was selected for use to treat the lesion. However, while advancing the stent through the guide catheter; a significant friction was met. The stent was removed from the catheter and the physician noticed a buldge or deformation on the middle of the stent. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
(B)(6). (B)(4).

Event description:
It was reported that stent damage occurred. After preparing the patient on the surgical table, a 16 x 4.50 rebel stent was selected for use to treat the lesion. However, while advancing the stent through the guide catheter; a significant friction was met. The stent was removed from the catheter and the physician noticed a bulge or deformation on the middle of the stent. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.